Event description:
It was reported that the programmer and stylus were not calibrated and the situation was unable to be resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 radiofrequency programmer head. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a stylus/overlay assignment issue, it did note a display hasp latch damaged, lower case feet were worn out, the upper case had cosmetic damage, the power cord bay assembly latch was broken, as was the keyboard latch and the overlay bezel. Due to the extent of the damage the programmer was deemed beyond economical repair and was to be scrapped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.